Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use for a diagnostic procedure at the time of the event and the procedure was completed with delay since the customer restarted the system to regain the functionality. A philips remote service engineer (rse) connected remotely with the customer but was unable to determine what caused the reported problem because no errors or malfunctions were detected in the log file analysis. Further analysis revealed no more issues with the system, but most likely a software issue. Hence, the philips field service engineer (fse) went onsite to reload the system software and restore the backup. Following the functional checks, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after a system restarted and the procedure was completed using the same system. Also, troubleshooting found no issue with the system and the reported problem could not be reproduced. The system was confirmed to be operating per specifications and the rse deemed that the system was in use in good working order. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.